Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed non-sustained ventricular tachycardia (nsvt) episodes with intermittent t-wave oversensing (twos) on occasional episodes. It was noted that no inappropriate therapies were delivered. Follow up was conducted and no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.